Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was swimming with the insulin pump and then it gave open book image on the screen. The customer¿s blood glucose level was unknown. Troubleshooting was done for the open book image. The customer reported that they received the open book image on the insulin pump screen. Customer reported that there was no any pump error was displayed before the open book image was displayed on the screen. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional's instructions. The insulin pump will be returned for analysis.